Event description:
Boston scientific received information that this pacemaker's magnet rate was 100 ppm, but over a year ago the magnet rate was 90 ppm. The health care professional (hcp) consulted with boston scientific technical services (ts) as to why this might occur. Ts the different variables that can affect the magnet rate. No adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.